Event description:
Per report received from australia, it was a case of a valve-in-valve, in aortic position by transfemoral approach, with a 23mm sapien 3 valve inside of a failed 23mm non-edwards surgical valve. After a successful valve deployment, there was anterior and posterior ar (moderate pvl) and the 23mm sapien 3 valve was constrained. It was decided to fracture the surgical valve, after valve deployment, because it was considered to be clinically necessary. Although it was obtained a good hemodynamic result, an annular injury occurred post-deployment, which led to annular hematoma and pericardial effusion was detected by the echo cardiologist. To solve this issue, it was drained successfully. The patient was stabilized and sent to ICU intubated and sedated for blood pressure management with pacing wires in situ and being paced at a rate of 90bpm. As per medical opinion, the root cause of this event was due to cracking of the failed non-edwards surgical valve.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the reported rupture cannot be determined. However, it may have been related to patient factors (advanced age, female gender) and/or procedural factors (cracking of the failed non-edwards surgical valve) or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : remains implanted.